Manufacturer narrative:
It was reported by customer that primary bag was getting overfilled while the chemo was running chemo was noticed to be running from secondary bag into primary bag. Four samples were received from the customer. Two of the infusion sets provided were primary sets and two of the samples were secondary sets attached to the primary sets. Visual examination was conducted the sets and there were no damages or abnormalities. The sets were primed and and a simulated infusion, at a rate of 125 ml/hr for 1 hour, was conducted with the secondary sets connected to the primary sets. One of the primary and secondary combinations did not show any signs of leakage, flow issues, or air-in-line. The second sample was tested in the same way, and a flow was identified possibly going back through the back check valve. The sample was then forwarded to the supplier in order to examine further and possibly determine a possible root cause. The investigation at the supplier location did not indicate any particulate inside of the back check valve that would cause it to remain open causing a backflow situation. The sample was then checked on the automated tester that it was originally tested on and backflow was observed. The check valve was then disassembled and analyzed for particulates. Under magnification a microscopic particulate was identified. The material identified did not match any of the materials used in the construction of the backflow check valve and the root cause of the issue could not be related to the manufacturing of the backflow check valve production process. Based on the findings during the investigation of the backflow check valve, it was determined that the particles found was a possible match for the material used in the construction of the drip chamber. The root cause for the issue was determined to be particles that came from the drip chamber of the construction. The supplier of the drip chamber was notified of the findings during the backflow check valve investigation, however, further investigation into the drip chamber was not possible due to the sample being destroyed during the investigation of the backflow check valve. A device history record review for model 2420-0007 lot number 25075428 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: chemo was running through the alaris pump and bd infusion set with chemo locks. Rn noticed that primary bag was getting overfilled while the chemo was running. Chemo was noticed to be running from secondary bag into primary bag. Nursing team clamped the IV tubing to prevent primary from overfilling. Entire set up sent to pharmacy. Additional information received from the customer: was there patient harm or injury? None. What was the additional medical intervention provided to the patient? Pt had extra fluids infused in order to finish the medication. What was the patient's outcome? No impact. Can you please provide the material and lot number associated with reported issue? I cannot provide lot number as package was disposed of.